Manufacturer narrative:
The probable root cause is attributed to a communication failure of the parallelogram assy, rolling loop assy and the clock spring assy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer reported to technical service engineer (tse) that they had a disable universal surgical manipulator (usm) 3 message. The customer disabled the usm arm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse stated that the issue was not resolved during the procedure. The customer disabled usm arm 3 and completed the procedure using usm arm 4 instead however they only required 3 usm arms for the procedure. No additional information was available.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator 3 for failure analysis investigation. The unit was analyzed and was confirmed as having occurred in the field and could be replicated. During visual inspection no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode (31226, 32097, 32096). The unit was also tested on a pftp and failed fiber test (all fibers). Once testing was completed, fibers were aba tested, and it was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.